Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Was reported from (B)(6) that during an undergoing review at the washing center, it was discovered that the motor device was making noise and warming-up. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was making noise and warming up was confirmed. An assessment was performed on the device which found that the unit reflected heat with a reading of 123.6 degrees fahrenheit which is greater than manufacture specification (specified reading is temperature shall not exceed 118 degrees fahrenheit). And the unit reflected noise with a reading of 81 decibels which is greater than manufacture specification (specified reading is sound level must not exceed 76 decibels). During repair it was observed that the bearings and the flex circuit was worn out / broken. It was determined that the worn out / broken bearing is what caused the overheating and noise. The assignable root cause was determined to be device wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.